Event description:
It was reported that the patient's pump had a motor stall that was noted in the event logs with no motor stall recovery. The motor stall was caused by the patient having an magnetic resonance imaging scan. No symptoms were reported. The drug in the pump was morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).